Event description:
On (B)(6) 2013, maquet cardiopulmonary was notified of an event which occurred with the quadrox ID adult oxygenator. It was reported that "the outlet became disconnected, the patient exsanguinated and expired." On (B)(6) 2013, additional information was provided by the user facility. The device was in use for approximately 102 hours of use, prior to the reported event. "On (B)(6) 2013, it was noted that there was a sudden, large amount of blood flowing from the ECMO oxygenator device. It was further noted that the bonded oxygenator outlet had spontaneously separated from the body of the oxygenator. Despite the immediate response from the staff with attempts to stop the blood flow and perform advanced cardiac life support, the patient expired." It was noted that "the perfusionist attempted to reattach the connector to the device, but was unable to do so due to the mechanics of the device. In addition, the perfusionist immediately placed clamps on all the tubing emanating from the oxygenator device." (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The oxygenator is being held by the facility's risk management department and is currently unavailable for evaluation. On (B)(6) 2013 the facility reported that photographs of the oxygenator/connector are available. Upon receipt and review of the photographs, or if the device subsequently becomes available for investigation, a supplemental medwatch will be submitted. The facility reported that they were aware of the field safety notice dated (B)(4) 2012 associated with this issue and that they had verified the integrity prior to use.